Manufacturer narrative:
(B)(4) date sent: 4/14/2026 b3: event year only reported: 2026 d4 batch #: y7014h. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a set of images submitted for evaluation. Four image were provided by the customer, image whatsapp image (B)(6) 2026.at 16.01.00 shows the system information. Image whatsapp image (B)(6) 2026 at 16.01.00 (1) shows a hp054 connector with the serial number (B)(6). Image whatsapp image (B)(6) 2026 at 16.01.00 (2) shows a hp054 stud. Image whatsapp image (B)(6) 2026 at 16.01.00 (3) shows a hp054 with the nose cone slightly separated. Due to the separation of the nose cone from the mid housing this created a gap that allowed the transducer assembly was not held in place due to the gap between nose cone and mid housing. If the disposable is torqued, the handpiece transducer assembly would rotated, disconnecting internal wires and creating an open-circuit condition that disabled the instrument and triggered the alert screen. Based on the photo, the reported event was confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure the handpiece stopped working with 31 uses. The generator does not recognize the handpiece with the surgical device. No patient consequence reported.